Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the rf head would not interrogate due to the cable being out of electrical specification. It was also noted that the label was missing its coating. (B)(4).

Event description:
It was reported the programmer has a display problem. The image vanishes when rotating it at the articulations. It was also reported the programmer is failing. Followup indicates it was a degenerating process, it started sometimes and then at startup and all the time. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.